Event description:
Four months of chemotherapy without problems. Then found leak at catheter fixation, cause not clear.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.